Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID wr9220 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were having trouble with their recharger. They had to constantly work to figure out where the connection was, and it was very difficult to get the charger to stay connected to the ins. The patient reported after 1 second, it would lose connection and start searching again. They also had encountered a 1707 error message. It had been happening for about 6 months, but it had been worse recently. For a while, they could just put the belt on and it would do it, but today they fought with the belt, and they could not do anything. They had to lie down on the bed and be perfectly still to get it to charge today. It was pretty easy for the patient to feel the implant under their skin, but they were not sure if one side was deeper than the other. The patient denied any weight changes. Patient services reviewed troubleshooting suggestions to optimize the position of the recharger over the ins, but the patient declined to engage in troubleshooting. The patient wanted try a new rec harger. Submitted request to repair.

Manufacturer narrative:
Fdd for unstable device was removed per doctor's response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). They said it did not seem that the device was tilted. There was no trauma to the area. They troubleshooted the device with the manufacturer representative (rep) and there were no impedances. The issue was not yet resolved. The cause of the difficulty charging was not determined. They attempted to replace the recharger to see if it helped. Troubleshooting with the rep was completed around (B)(6). The program was adjusted in (B)(6) 2025. The issue was not yet resolved. The cause of the 1707 error was not determined. It was unknown if replacing the recharger helped as it had not yet been replaced. They were waiting on replacement approval.